Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "current status of endoscopic treatment using short-type sbe for total bile duct stones in patients with reconstructed intestinal tract after gastrectomy". [Literature summary] [purpose] gastrectomy in recent years there are some reports of the usefulness of less invasive treatment using balloon endoscopy for total bile duct stones in postoperatively reconstructed intestinal tract cases. Since the introduction of short-type sbe in august 2017, we have been actively treating common bile duct stones in postoperatively reconstructed cases using balloon endoscopy, and we are treating them at our hospital. [Method] short-type sbe (sif-h290s, olympus) was used at our hospital for choledocholithiasis in patients with reconstructed intestinal tract after gastrectomy (excluding b-1) from december 2017 to september 2021. The subjects were patients who underwent endoscopic treatment using the drug. The items to be examined were (1) nipple arrival rate, (2) bile duct intubation success rate, (3) treatment content, (4) complete lithotripsy rate, and (5) accidents. [Results] the number of target cases was 25 (38). The median age of the cases was 80 years, male / female 17/8 cases, pyloric gastrectomy / total gastrectomy 11/14 cases, reconstruction method b-1 / ry / unknown 5/19 / it was one case. The median maximum stone diameter was 9 mm, the median number of stones was 2, and parapapillary diverticulum was observed in 4 cases (16%). (1) it was possible with nipple arrival (100%), and the median arrival time (first example) was 13 minutes. (2) the success rate of bile duct intubation was 22/25 cases (88%). The cases in which bile duct intubation was not possible were all cases of parapapillary diverticulum. (3) looking at the breakdown of the treatment contents of 22 cases in which bile duct intubation was possible, nipple treatment was performed in 19 cases (86%), epbd 14 cases (64%), and eplbd 5 cases (23%) (with duplication). , calculus crushing was 5 cases (23%) (eml 4 cases, ehl 1 case). The median treatment time (first case) was 100.5 minutes. (4) complete cut stones were obtained in 21 cases (84%), and treatment could be completed in 16 cases (64%) at the first time. Four patients who had difficulty in cutting the stone completely (three patients who had difficulty intubating the bile duct and one patient who had a stone invagination into the cystic duct) underwent surgical treatment in two patients, and two patients were followed up. Recurrence was observed in 1 case (4%) within the observation period (6 months). (5) incidents were seen in 4 cases (16%), of which bleeding was 2 cases (mild 1 (after epbd), severe 1 (after est)) and pancreatitis 2 cases (mild 1, severe 1). Rice field. [Conclusion] endoscopic treatment using short-type sbe for common bile duct stones in patients with reconstructed intestinal tract after gastrectomy is a relatively safe and useful treatment method, and treatment that should be tried first for cases that are considered to be indicated. I believe that. [Type of adverse events / number of patients] bleeding: 2 cases [mild 1 (after epbd), severe 1 (after est)]. Pancreatitis 2 cases (mild 1, severe 1).

Event description:
The author provided additional information: the author stated the only patients that required additional treatments were those with bleeding. The author was unable to recall the specific treatment provided thought. The author reported no olympus device malfunctioned. In the opinion of the author, the olympus device did not cause or contribute to the reported adverse events.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author and the legal manufacturer's investigation. The device history records (DHR) review is in progress. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h4, h10. The device history record (DHR) for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.